Manufacturer narrative:
Concomitant medical products: product ID: 748951, serial# (B)(4), implanted: 2004-(B)(6), product type: extension. Product ID: 748951, serial# (B)(4), implanted: 2004-(B)(6), product type: extension. Product ID: 3998, serial# (B)(4), implanted: 2004-(B)(6), product type: lead. (B)(4).

Event description:
It was reported that the patient¿s device was showing impedances >10,000 ohms on electrode 0. All other impedances were good. The patient had good stimulation coverage. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.